Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03765. It was reported that the burr was stuck in lesion, a fractured rotawire and a burr detachment occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified proximal circumflex artery. The lesion contained >=90 degrees bend. A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were used after a rotawire extrasupport and a 1.50mm rotalink burr were unable to pass the angulation of the vessel. During procedure, after repeated successful rotablation, it was noted that the burr became trapped on the rest of the plaque. Consequently, both the rotawire and the burr became detached and remained inside patient's body. Due to the patient's condition, it was decided not to surgically remove the fragments. There were no further patient complications reported and the patient's condition after the procedure was stable.

Event description:
Same case as MDR ID: 2134265-2018-03765. It was reported that the burr was stuck in lesion, a fractured rotawire and a burr detachment occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified proximal circumflex artery. The lesion contained gt;=90 degrees bend. A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were used after a rotawire extra support and a 1.50mm rotalink burr were unable to pass the angulation of the vessel. During procedure, after repeated successful rotablation, it was noted that the burr became trapped on the rest of the plaque. Consequently, both the rotawire and the burr became detached and remained inside patient's body. Due to the patient's condition, it was decided not to surgically remove the fragments. There were no further patient complications reported and the patient's condition after the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned with a rotablator plus device from the related complaint. Device analysis observed that the distal tip was detached and not returned. Dimensional inspection noted the overall length was at 323.5cm. Outer dimension (od) of the middle and proximal section of the device were noted to be within specification; however, od of the distal tip could not be measured as the spring tip and solder weld were missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design amp; manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).